Event description:
It was reported that a cartridge alarm occurred. There was no adverse impact to the customer's blood glucose level. Multiple follow up attempts were made to obtain additional information; however, a response was not received.